Manufacturer narrative:
Per the clinic, the hematoma was drained on (B)(6) 2024, and the patient was treated with topical antibiotics at the drainage site.

Event description:
Per the clinic, the patient underwent a revision surgery under local anesthesia to thin the flap and replace the internal magnet due to retention issue. It was also reported that the patient had a procedure to drain the hematoma (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.